Event description:
Customer reported that she was hospitalized in intensive care unit due high blood glucose and dka. Customer stated that the blood glucose reading was high. Customer stated that her insulin pump was alarming no delivery and the lip of the reservoir compartment is cracked. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked case at the display window corners and broken reservoir tube lip.